Event description:
It was reported that the device lead ii ECG was unreadable while monitoring a patient. Furthermore, the device display was blank for 15-20 seconds and it would not respond to any buttons, a lock up failure. There were no further details on the event and/or the patient provided and no adverse event reported as the result of the device use.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to verify nor duplicate the reported failure. Physio observed proper device operation through functional and performance testing. The device was returned to the customer for use. The cause of the reported failure could not be determined.